Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep). It was reported that no actions were taken but the office was putting an authorization for replacement of leads.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial# unknown, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient felt burning at their waistline since (B)(6) 2018. The patient stated that the lead wasn't working, so the system was replaced on (B)(6) 2018. No further complications are anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was getting shocking down their right leg while recharging and the patient had touched water on the counter. The patient felt the stimulation had stopped working a month ago and their pain came back. The rep said the patient normally had the stimulation at a low level where they didn't really feel stimulation. The patient was sent to get an x-ray. The rep said they ran impedance and all electrodes were greater than 10k ohms. The rep also reported that the patient was getting error message on the recharger, but the rep didn't have further detail on it. The rep was told to run impedance at 3 volts to get better impedance results it was suggested for the rep to do palpitation along the system. The rep was not with the patient at the time of the call to perform further troubleshooting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the cause was now known. Issue was not resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient fell before the lead stopped working.